Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was broken with a portion retained in the haptic insertion area. This haptic was also bent gusset area, returned on the anterior optic surface. Forcep prints were observed in the viscoelastic on the optic surface. No other damage was observed. Associated cartridge was not provided. It is unknown if qualified associated cartridge was used. The company lens model is only qualified for use in the company cartridge with the company handpiece. The lens was returned and one haptic was bent and broken. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it is concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is related to customer handling. Associated cartridge was not provided. It is unknown if qualified associated cartridge was used. The company lens model is only qualified for use in the company cartridges. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported haptic deformed/asymmetric with no patient contact. Procedure was completed on the same day. Additional information was requested, but no further information is available.